Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and a nonrechargeable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility. No device malfunction was suspected.